Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's lead had high impedances and the ipg was explanted and replaced for an unknown reason. No further information is available at this time.

Manufacturer narrative:
Correction b5: additional information received reports that the ipg was replaced electively. Therefore, this is no longer reportable.

Event description:
Additional information received reports that the ipg was replaced electively. Therefore, this is no longer reportable.